Event description:
Reporter indicates problem with cracking of total perentral nutritionadmixtures containing lipids. The admixtures had been prepared in b. Braun/mcgaw 3-in-1 mixing containers. This problem was noted as soon as they began using the containers; previously competitor total perentral nutrition bags (stedim eva bags) were used without incident. Cracking of total perentral nutrition admixture was noted during an infusion to a home patient. This patient was diagnosed with hyperemesis and chronic pancreatitis. Two other patients were affected. Upon initial hanging of the admixture no creaming or cracking was noted. After infusion over 14-16 hours, filter clogged and at that time the admixture was noted to be cracked. The patient suffered no ill effects. The patient was pregnant and has since had her child with no complications to the patient or child. The pharmacist felt the b. Braun/mcgaw empty total perentral nutrition bag may have been the cause of the admixture cracking.